Event description:
It was reported that the patient underwent an unknown thyroid surgical procedure on an unknown date and suture was used. Approximately 24 hours following the procedure, the patient returned for care and treatment with a superficial infection. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During the procedure, the suture was placed using simple continuous subcuticular closure with buried knots at either end and closed with an outer steri-strip. Following the procedure, the patient experienced infected post-operative seroma. It was also reported that on day 4 post-surgery, the neck exploration with incision and drainage and wound debridement were performed. The patient experienced superficial wound infection in the pre-platysmal space with frank pus. Drain was inserted and deep wound was fine. On day 6 post-surgery, a neck was more swollen and tender and second washout procedure was performed. On day 7 post-surgery, 1/2ml of pus was developed at the deep neck space and all tissues were edematous and inflamed. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.